Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fluoroscopy showed that the left ventricular (lv) lead was dislodged from its original placement. The physician suspected that the dislodgement occurred a few years prior and went unnoticed. The lead was capped and replaced. No patient complications have been reported as a result of this event.